Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer reseated the connections on the drawer 6 control boards. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner produced a beeping sound during scanning but did not populate any data. The customer confirmed that only drawer 6.1 had failed and could not be opened. No error message was displayed on the screen while scanning medications. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.